Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, once the instrument began to fire, it became stuck and made a loud noise. No person injured or jeopardized, no extension of surgery time by more than 30 minutes, no re-operation necessary. No blood loss of more than 500cc, no extension of incision by more than 1 inch, no change from endoscopic to open surgery. No unanticipated tissue loss or irreversible damage, no portion of the device or tack fell into nor left in the patient.

Manufacturer narrative:
(B)(4).post market vigilance (pmv) led an evaluation of one endo gia* ultra universal short stapler and one endo gia* 60mm articulating vascular/medium reload both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload was partially fired and the anvil clamping mechanism was deformed. Functionally, the instrument was loaded with an endo gia* universal roticulator* 60-2.5 single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. The reload was loaded into a post market vigilance instrument for functional testing. It was observed that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the reload anvil was deformed at the clamping feature. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned products confirmed the products did not meet quality release specifications that were tested regarding the reported conditions and due to the sheared teeth on the firing rack and deformed anvil clamping mechanism the reported condition was confirmed. A review of the reload device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was confirmed to be attributed to the reported event. No enhancements or improvements were generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.